Event description:
The customer reported the automatic and manual dose rate control was not working. Also, the system failed to produce an image and displayed a generator error.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock generator was replaced and calibrated. The system was then found to be working as intended.